Manufacturer narrative:
The manufacturer initially received an allegation in relation to a remstar auto a-flex device. The user alleged the humidifier base cable of the device was burnt. This was identified by a service evaluation during disassembly process. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device passed the evaluation and there were no technical findings available. The device's error log was reviewed, and no error codes were found. The device failed the decontamination. The device was reworked due to burnt humidifier base cable. The device passed rework and will be sent to product investigation lab for further investigation. Device dispositioned per fc 16-700-709. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer does confirm the reported event of a burnt humidifier cable. The manufacturer visually inspected the external part of the device and found small scratches on the front of the device, bottom enclosure, and top cover. The manufacturer visually inspected the device internally and observed dust-like contamination in the air outlet of the iso port. An unknown sticky looking contaminate was observed on the bottom enclosure. A whitish dust-like contamination was observed in the air inlet (filter area). Dust-like contamination was observed on the interior side of the top cover, on the pca, on the interior side of the side cover, on the blower cap, iso port, blower motor, in and on the blower housing, on the sound abatement foam, air inlet seal and in the bottom enclosure. The manufacturer also observed the j9 connector on the pca was burnt. The air inlet seal was observed turning yellow. Evidence of sound abatement foam degradation/breakdown was not observed. The device's event logs were downloaded and reviewed. The manufacturer found there was 0 error code. The manufacturer verified the units do power-up, provide flow. The manufacturer concludes there was no evidence of sound abatement foam degradation but contaminants throughout the device, likely from an external source. Section d4, d9 and h6 have been updated in this follow up report. UDI related data quality updates only. The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format."

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received an allegation in relation to a remstar auto a-flex device. The user alleged the humidifier base cable of the device was burnt. This was identified by a service evaluation during disassembly process. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device passed the evaluation and there were no technical findings available. The device's error log was reviewed, and no error codes were found. The device failed the decontamination. The device was reworked due to burnt humidifier base cable. The device passed rework and will be sent to product investigation lab for further investigation. Device dispositioned per fc (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The "evaluation results code grid", "component code grid" and "conclusion code grid" has been corrected in this report. In this report, box h has been updated/corrected.